Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field service evaluation, the fse was unable to replicate the issue. The fse replaced the universal surgical manipulator (usm) as a precaution. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate the customer reported complaint (engagement & scope issues with 22020 errors). However, the error logs/system logs showed that there were various 22020 and 25930 errors on dof's 5, 6, & 8. The unit was tested on an in-house system with different scopes, drapes, multiple sterile adapters, and the instruments with no engagement issues. The unit passed normal mode. The unit went through more testing on a patient side cart (psc) fixture test platform (pftp) and passed direction tests, lissajous, sensors check, sine cycle, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The top plate will be replaced, and the carriage will be upgraded to a -19 as a precaution to the reported problem.

Event description:
It was reported that during a da vinci-assisted prostatectomy-radical w/lymphadenectomy surgical procedure, the 0-degree endoscope would not engage on arm 3. The same endoscope would engage on arm 2 without issues. The customer re-draped arm 3 with no success. The surgeon decided to convert the procedure to a laparoscopic surgery without any troubleshooting. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs confirmed engagement errors 22020 on the universal surgical manipulator #3 (usm3). The tse recommended checking for any physical damage on the black presence pins on arm 3. Isi followed up with the initial reporter and confirmed that the laparoscopic surgery was completed successfully with no injury to the patient.